Event description:
(Os 16901). The dentist reported that nearly 2 months after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed.

Manufacturer narrative:
(B)(4).